Event description:
During follow-up, the unloaded battery voltage was observed at past eol. Diagnostics revealed multiple episodes of noise reversions. The lead was not removed and will not be returned for evaluation. The device was also removed for analysis.